Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture were returned prohibiting confirmation of the reported complaint of suture breakage. Visual assessment of the device shows the actuator is in the post-t2 deployment position indicating a complete deployment. The distal end of the depth limiter is crimped. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the suture broke during use of t2. Nothing was left unsupported in the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.